Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm during a bolus on the insulin pump. Customer stated that the insulin pump had not been dropped or exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm but stated that he was unable to rewind the insulin pump.